Event description:
It was reported that a pt underwent a 4+ level instrumented acdf using rhbmp-2/acs. At an unk time post op, the pt was readmitted to the hospital for swelling. Steroids were administered, and within 24 hours of readmittance the swelling went down.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional info.